Event description:
It was reported a 6f angio-seal mp vascular closure device was used to seal the arteriotomy site post percuataneous carotid stenting procedure. Hemostasis was not achieved with the angio-seal and manual compression was applied for an extended duration. The pt's lower leg color changed and the dorsalis pedis pulse was not present. An occlusion was found at the superficial femoral artery (sfa). Two angioplasties were performed and the blood flow was restored. The pt died a few weeks later due to heart disease while still in the hosp. The physician stated the device was unrelated to the pt's death. According to the physician, the possible reasons for the occlusion of sfa were: the puncture was done at the sfa near the bifurcation, or the anchor lodged at the bifurcation and collagen was deployed into the artery. A pre-deployment angiogram of the puncture site was not taken prior to deployment. The rep discussed the importance of a pre-deployment angiogram with the physician.